Event description:
It was reported that the ilet displayed an alert indicating a motor stall and multiple restarts did not resolve the malfunction, after which a replacement device was arranged and the user was instructed to sync data, power down, and return the original device. Symptoms included no change in blood glucose and no clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of device history, review of complaint details, and retrieval of the returned device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.